Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative inspected the imaging system onsite and confirmed the mobile view station (mvs) will not power on. A loose connection to the f11 fuse bank was found which caused the f11 fuse to blow. The connection was secured and the f11 fuse was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part will not return to the manufacturer for evaluation as it was discarded.

Event description:
A medtronic representative reported that outside of a procedure the mobile view station (mvs) on the imaging system would not turn on. There was no clinical impact and no patient was present when this issue was identified.